Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not experience inappropriate therapy as a result. The patient was brought into clinic and programming changes were made. No further information was available.